Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. After crossing the septum, the was sheath was threaded over the guidewire from the groin. As soon as the was sheath came up to the septum a large thrombus was present on the was sheath tip. The was sheath was removed, and the mobile thrombus went down into the right ventricle. The physician suspected that the patient may have had a deep vein thrombosis (dvt) that was present in which the sheath grabbed on the way up. The activated clotting time was therapeutic. The physician continued the procedure and successfully deployed the closure device. The patient was discharged the next day as planned and placed on anticoagulation medication. The patient will be reimaged at the 45-day follow-up.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. After crossing the septum, the was sheath was threaded over the guidewire from the groin. As soon as the was sheath came up to the septum a large thrombus was present on the was sheath tip. The was sheath was removed, and the mobile thrombus went down into the right ventricle. The physician suspected that the patient may have had a deep vein thrombosis (dvt) that was present in which the sheath grabbed on the way up. The activated clotting time was therapeutic. The physician continued the procedure and successfully deployed the closure device. The patient was discharged the next day as planned and placed on anticoagulation medication. The patient will be reimaged at the 45-day follow-up.